Event description:
Customer's father had initially called in to report button error, he was not hippa verified. Customer called back to report the event. Customer stated the insulin pump alarmed button error and she was unable to clear it. Customer's blood glucose was 400 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.